Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that customer received a button error alarm and was not sure how it occurred. Customer's blood glucose was 283 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.